Event description:
The lay user/patient's relative contacted lifescan alleging that his onetouch ultralink meter did not power on any longer. On an unspecified date/time, prior to the reported issue, the reporter indicated that pt had felt "clammy and dizzy." This complaint is being reported because the alleged product issue was unresolved with troubleshooting. There is no evidence the subject meter contributed to the pt's serious injury, since he developed the symptoms prior to testing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.